Manufacturer narrative:
Blocks d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: device code a0501 captures the reportable investigation results of grasper detachment. Block h11: investigation result - the returned dakota basket was analyzed, and a visual evaluation noted that the handle returned in good condition and the device returned with the grasper on its close position. Microscopic examination was performed under magnification, and it was noticed that the grasper was detached from the sheath. Additionally, the sheath was kinked at the distal section. Functional examination was performed with the handle actuated, and the grasper was unable to open or close due to grasper detachment from the sheath. With all the available information, boston scientific concludes that the reported event was confirmed. However, during the analysis, it was found the grasper detached from the sheath which consequently contributes that the grasper was not able to open or close and these findings did not lead to a clear conclusion about the cause of the problem. As per additional information requested to the manufacturing team, during manufacturing process, device inspections are conducted to ensure the integrity and functionality of the device that would have captured the encountered problems. The observed findings that the sheath kinked at the distal section could be related to handling and manipulation of the device during procedure. It is possible that an excess of force applied to the device such as operational factors during their use could lead to kink the sheath. Based on the analysis results, a conclusion code of cause not established was assigned to this investigation since the findings do not lead to a clear conclusion about the cause of the reported event.

Event description:
It was reported that a dakota retrieval basket was used during a ureteroscopic stone extraction procedure. Reportedly, the basket was opening and closing at first but then it stopped deploying. The procedure was completed with another of the same device with no patient complications. Analysis of the returned basket identified that the grasper was detached from the sheath.